Event description:
The patient experienced a loss of stimulation/therapeutic effect. He had less than 50% therapy relief. He has bilateral foot pain and experienced stimulation more in his legs than his feet. The impedance check on the lead was normal, no electrode damage. He underwent surgical intervention. The physician attempted to move the lead caudal a few mm but was unable to cover his feet. It was necessary to go down a level with a new lami and place a new paddle lead with more contacts. At that point coverage was obtained into the patient¿s feet.

Manufacturer narrative:
Analysis found that the lead body had been cut through or segmented. Analysis of the extension (serial #) found that it had been cut through or segmented. The lead had been segmented and parts of the lead were not returned. All segments of the lead had good continuity and no shorts. The extension had been segmented and parts of the extension were not returned. All segments of the extension had good continuity and no shorts. Analysis of the t-lock anchor found that the twist lock pin had been pushed out of the normal position. Analysis of the silicon anchor found that it had been cut.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v005884v01, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: extension: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).